Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in three segments. External insulation abrasions were noted at 5.3-5.7cm and 14.6-14.8cm from the reference end, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 8.9-12.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.